Event description:
It was reported that a pediatric oxygenator clotted of after three hours run time and had to be switched out. No pt injury was reported. Ref: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device, (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. The oxygenator was discarded by the customer so performance testing could not be performed. A review of production records for the lot was performed with no deviations found.